Manufacturer narrative:
Evaluation of the pump indicated that the air-in-line sensor functions properly with zyno IV administration set. The IV set used with the zyno infusion pump was not returned, however the user facility confirmed to zyno that they were using an IV adminstration set that was manufactured by another medical device company, not by zyno medical. Zyno medical promptly notified the user facility to stop this practice. Using IV administration sets other than those made by zyno medical violates warnings printed on instructions for use and the pump label. Zyno medical clearly instructs users that only zyno IV sets should be used with zyno pumps. To prevent other customers from making the same mistake, a customer advisory letter ((B)(4)) was sent out to all customers to emphasize that the performance testing for the z-800 pump was done only with zyno proprietary IV sets to validate it as a system. Any use of non-zyno IV sets invalidates the pump as an effective and safe system.

Event description:
It was reported that the pump did not alarm "air in line". User facility used non-zyno IV sets with zyno infusion pump, disregarding the warning ("use only zyno IV sets") printed on instructions for use and label attached to the pump. Use of foreign IV administration set invalidates the pump as an effective and safe system. Zyno has requested but the user facility has yet to provide detailed information.